Event description:
Boston scientific received information that this device was replaced after triggering end of life (eol). Premature battery depletion was suspected. The device will be returned for analysis

Event description:
--

Manufacturer narrative:
Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.